Event description:
It was reported that the up button on the infusion device was damaged and not fully functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).